Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00036 on 10-mar-2025. Additional information (28-mar-2025): in the initial report, it was stated that a siemens customer service engineer (cse) was dispatched to the customer's site and replaced the sample probe, siemens evaluated the event and determined that the sample probe was replaced by the customer. The customer ran precision test for level 1 quality control (qc) and patient samples, which recovered acceptably. Siemens further evaluated the event and concluded that the probable cause of the difference in results between the serum and plasma sample could not be determined due to insufficient samples for additional internal testing and evaluation. The type of investigation code in section h6 was updated to reflect the additional information. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that different potassium (k) results were observed between plasma and serum samples for a patient on a dimension exl 200 integrated chemistry system. Initially, the plasma sample was processed, followed by testing the serum sample on the original system. Subsequently, a new serum sample was drawn and sent to labcorp for testing. All results were communicated to the physician(s) with a note specifying whether the results were from the original samples or from a redrawn sample. It is unknown which result is correct, and which is erroneous. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center and reported that different potassium (k) results were observed between plasma and serum samples for a patient on a dimension exl 200 integrated chemistry system. Quality control (qc) was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the system and replaced the sample probe. Siemens is evaluating the event.